Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed is getting a 255-16-275 error on his 8015 unit. Failure device type: alaris system instrument. Failure problem type: 8015 failure mode: troubleshooting/ error codes. Case resolution: recommend to reflash the software to see if the error will clear. If flashing fails, the logic board must be replaced. Biomed will reflash the unit and if it fails will send in for a depot level repair. Biomed ended call.